Event description:
It was reported that the colonovideoscope had orange tint on screen in multiple rooms. The issue was found during a diagnostic colonoscopy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report was sent in error as orange tint on screen in multiple rooms would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.